Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted and replaced due to high rv threshold and atrial undersensing at max sensitivity. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 12cm distal to the is-1 connector pin and 46cm proximal to the lead tip. All fragments were received for analysis. An extraction aid was found in the lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed cuts into the insulation 26cm proximal to the lead tip and a deformed rv shock coil, which most likely occurred during the extraction procedure. However, subsequent analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high threshold and undersensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.